Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the overlay was misaligned. As a result the overlay was replaced. (B)(4).

Event description:
It was reported that the stylus pen cursor was not aligned with the screen, and icons were not able to be selected. The programmer was not functional. The programmer was returned to the manufacturer for servicing. There was no patient involvement.